Event description:
The customer states that a patient sample processed using the axsym hcv assay generated an alleged falsely (B)(6) result compared to a (B)(6) result obtained using an alternate method (B)(4). No impact to patient management was reported related to this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number (B)(4) axsym hcv 3.0 that has a similar product distributed in the us, list number (B)(4) axsym anti-hcv. No returns were available for this evaluation. To assess the sensitivity performance of the reagent a retained sample was tested of axsym abbott hcv, list number 1d30-20, lot number 93022lf00. Three hcv-sensitivity panels (core only, c100 only, 33c only) have been tested instead of the unavailable patient sample, the panels showing normal performance without false non-reactive results. Panels are internal measurement standards used to test product performance prior to lot release. In addition, a commercially available (B)(4) was tested to assess the clinical sensitivity of axsym abbott hcv, list number 1d30-20, lot number 93022lf00. Based on these data it was shown that the sensitivity performance is not adversely affected. As part of the evaluation, complaint records were reviewed for lot number 93022lf00. This review did not identify any problems relating to the customer observation. A specific reason why the customer experienced this problem was not identified and no patient sample was available for testing but specimens containing fibrin, red blood cells or particulate matter may give inconsistent or erroneous results and must be completely clotted and centrifuged prior to testing. All generated data demonstrate that the performance of the axsym abbott hcv, list number 1d30-20, lot number 93022lf00 identified in the customer complaint, is not compromised and the performance fulfills the package insert claims with regard to sensitivity.